Event description:
Hamilton medical ag received the following description: flow sensor calibration failed. Further information is limited/unclear.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Update 20-sep-2023: the ventilator had been in use for 4 years, and it was detected that the ventilator servo is faulty. As an important component of the ventilator to perform its ventilation function, the servo plays an important role in achieving stable and accurate ventilation regulation of the ventilator. The servo valve was replaced.